Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on march 21, 2025 from the imedidata database: on (B)(6) 2025, this 85-year-old male patient underwent endovascular treatment as a planned procedure for an internal iliac artery aneurysm. The patient was treated with one gore® excluder® conformable aaa, endoprostheses, two gore® excluder® aaa endoprostheses and four gore® excluder® iliac branch endoprostheses. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously. There was an additional corrective procedures: embolization with coils of an undocumented location. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, it was noted the patient had an internal iliac artery embolism. It is noted to be related to the gore® excluder® iliac branch endoprosthesis internal iliac component (iic). There were no additional procedures necessary and it was noted to be resolved as of (B)(6) 2025. The following was reported to gore on march 27, 2025 from the imedidata database: three gore® excluder® iliac branch endoprosthesis devices were noted to be involved in the (B)(6) 2025 occlusion. They were noted to be placed in the intended location but that they were occluded. The patient is asymptomatic so only on observation right now. The three devices listed were: right internal iliac artery: gore® excluder® iliac branch endoprosthesis internal iliac component (iic); hgb161407/29157185; gore® excluder® iliac branch endoprosthesis internal iliac component (iic); hgb161007/29347043; and gore® excluder® iliac branch endoprosthesis internal iliac component (iic); hgb161407/29291778.

Manufacturer narrative:
Updated b5.

Event description:
The following was reported to gore on march 21, 2025, from the imedidata database: on (B)(6) 2025, this 85-year-old male patient underwent endovascular treatment as a planned procedure for an internal iliac artery aneurysm. The patient was treated with one gore® excluder® conformable aaa, endoprostheses, two gore® excluder® aaa endoprostheses and four gore® excluder® iliac branch endoprostheses. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously. There was an additional corrective procedures: embolization with coils of an undocumented location. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, it was noted the patient had an internal iliac artery embolism. It is noted to be related to the gore® excluder® iliac branch endoprosthesis internal iliac component (iic). Two iic devices (hgb161407a/(B)(6) and hgb161407a/(B)(6)), which were implanted in the right internal iliac artery, and one iic device (hgb161007a/(B)(6)), which was implanted in the right superior gluteal artery, was occluded. There were no additional procedures necessary and it was noted to be resolved as of (B)(6) 2025.